Manufacturer narrative:
The insulin pump had a blank display due to battery tube connector not plugged in properly into component on the interface board. The device also had a minor scratched display window, scratched case and peeling address/serial number label. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a blank display after it was dropped. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The customer mentioned that the battery cap had a residue. The device was returned for analysis.